Manufacturer narrative:
Date of event is estimated.

Event description:
A consumer whose indication for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that patient received the implant five years ago and patient did not remember the healthcare provider 's name. It was indicated that patient had no stim on the day of this call. Patient was unable to adjust stim as he lost the patient programmer. A sudden returned of symptom was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.